Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. From the information provided, a reagent issue can most likely be excluded. It was noted the customer's comparison was between two methods with different methodologies, formats, and antibodies used. Although the differences are reflected in the different cut-off values, different results can occur.

Event description:
The customer alleged they received questionable antibodies to tsh receptor (atshr) results on their e411 analyzer. The customer provided data for five patients, one of which had a discrepant result. The specific date of this event was requested but not provided. The units of measure were requested but not provided. The patient's initial athsr result was 1.53, which was negative. The sample was repeated using an rsr ria method and the result was 2.6314, which was positive. Information on whether either result was reported outside the laboratory was requested but not provided. Information on whether there were any adverse events was requested but not provided. The atshr reagent lot number was 17280702. The expiration date was requested but not provided. The customer initially alleged this event occurred on a cobas 6000 e601 module with serial number (B)(4); however, the analyzer print out data provided by the customer indicated the event occurred on an e411 analyzer. Clarification has been requested but not provided.

Manufacturer narrative:
New information has been provided. The discrepant result was not reported outside the laboratory. The tests were done as a method comparison between the elecsys method and the ria method.